Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for evaluation. The investigation is confirmed for material separation and inconclusive for device-device incompatibility. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cruo14sa recanalization catheter allegedly experienced material separation and device-device incompatibility. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient was (B)(6) lbs.